Event description:
The insulation was observed cracked along the shaft and the product has not been used. The failure was very apparent and right out of the box. The instructions for use are very clear, and specifically state not to use the device if the insulation is damaged. This is the first report of this kind. Investigation by quality assurance showed the product in stock to conform with specs. The cause of failure was determined to be inadvertent resterilization of the product by the supplier. Add'l insp has been implemented.